Event description:
Loss of ventricular capture and inability to do sensing test at implant was reported. P-waves measured approximately 1.5mv and r-waves were greater than 10mv. Capture was achieved in both chambers at acceptable levels. Once the device was connected, the patient's ventricular rate was observed below 40ppm. The device was reprogrammed from the aair-dddr operation to dddr. Ventricular output was observed but no capture. The device was in the pocket at the time. When the leads were tested with the analyzer, capture, sensing, and impedance were good. Another device was implanted instead without difficulty. The device was returned and tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.